Event description:
Insertion post could not be removed from dental implant. Implant could not be placed.

Manufacturer narrative:
Insertion post could not be removed from dental implant. Implant could not be placed. Product evaluation revealed that the screw from the insertion post could be loosened with the specified torque. There was no product problem detected. User should have consulted IFU to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. Implant could not be placed.